Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with recoded episodes of inappropriate automatic mode switch (ams) recoded by the implantable cardioverter defibrillator (ICD). The episodes were attributed to competitive atrial pacing (cap) and far r wave over-sensing. There were no patient symptoms reported. Further information was requested but not received.